Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing was torn. A 100% visual inspection and leak testing is conducted during manufacturing; thus, a defect of this type would be detected prior to release from the manufacturing facility. The IFU for this product states that the product must be stored in a cool and dry place, protected from light and ozone. It also mentions to check the system for leakages. Based on the returned sample, the complaint of leaking is confirmed as it was found that the tubing was torn. It is most likely that this issue occurred due to the mishandling by the user, although an exact root cause could not be established.

Event description:
Customer reported upon opening the package, the user found a crack on the tube at the connection area of the patient's side. A new unit was used. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported upon opening the package, the user found a crack on the tube at the connection area of the patient's side. A new unit was used. No patient involvement reported.